Event description:
Info received indicates the right intermediate siderail is damaged and not locking properly.

Manufacturer narrative:
The tech replaced the siderail ctr arm and latch mechanism to repair the bed.